Event description:
The risk mgr reports that a new vial had been placed that morning. It was not known if the nurse reprogrammed the pump. The pump was noted to be "acting funny" regarding the syringe the night before but was kept in pt use. The pump delivered accurately over the evening and night shifts until the pca vial was changed. The nurse who changed the vial "had trouble loading the syringe." It was not known if any device alarms occurred throughout this time period. The pump's lithium battery had been exhausted and the device history log was not available. The pt received two doses of narcan and brief respiratory support with an ambu bag/mask and was sent to ICU for observation. She has subsequently been discharged home without adverse sequelae.